Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples of the product were returned for evaluation. The needles were inspected and tested for knot pull tensile strength. There were no signs of manufacturing or material defects found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cyst excision of the right hand on (B)(6) 2011. During the procedure, the surgeon used suture to sew the subcutaneous tissue. On (B)(6) 2011, the suture could be seen under the skin. The suture was not absorbed and the middle part of the wound had an eminence. The surgeon pulled the suture out of the wound and resutured the wound.